Event description:
It was reported the device does not work. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passing all incoming functional tests. Analysis found the upper case is broken and the battery drawer o-ring is damaged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.